Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient is having an x-ray taken and the manufacturer representative was going to be notified once the health care provider has the results. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient went fishing with nothing unusual happening during the fishing outing. It was reported that the patient lost stimulation. The caller interrogated the device and saw and cleared a power on reset (por) message. The caller was unable to recall which code was with the por. The patient was only using the 0-7 port. The patient was usually programmed at 4v but they were not feeling any stimulation. The electrode impedance were measured at 1.5v providing the following results: reference 0: lowest electrode 0/3: 7,688 ohms reference 1: lowest electrode 1/3: 8,858 ohms. 1/5: >20k ohms reference 2: lowest electrode 2/3: 13,045 ohms. And 5, 6, and 7 all shows >20k ohms reference 3: lowest electrode 0/3: 7,688 ohms, and 5, 6, and 7 all shows >20k ohms reference 4: lowest electrode 3/4: 9,797 ohms. And 5 all shows >20k ohms reference 5: all shows >20k ohms reference 6: lowest electrode 3/6: 12,729 ohms. And 2, 5, and 7 all shows >20k ohms reference 7: lowest electrode 3/7: 12,427 ohms. And 2, 5, and 6 all shows >20k ohms. Reprogramming was done using the 0/3 electrode and they increased stimulation up to 10v but the patient did not feel any stimulation. There were no reported falls or traumas. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported the x-ray results did not show any breakage in the leads or extensions. No symptoms were reported. No further complications were reported.